Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and replace the cartridge, ensuring all parts were undamaged and properly cleaned. With guidance from technical support, the customer successfully loaded a new cartridge onto the pump and was informed that a replacement would be sent, requiring no further assistance.